Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es archive has not run stations are bloating and controlled purge was monitoring every 4 hours. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the archive had not run since 11/23, causing the stations to bloat. A field service engineer (fse) found that the main drawer, one full height, matrix could not be recovered. The drawer controller board was replaced, and the cable going into the back of the drawers was checked. The storage space configuration was logged into, and the new drawer board was configured. The customer logged in and confirmed that the inventory drawer station was working as designed. The station was little sluggish, requiring about 15 to 20 seconds to catch up, but work was being done on the archive server and the regular server. The customer reported that the hardware was working, but the software was still running slow. The technical support specialist (tss) monitored the purge and archive daily, and the purge was current. The system functioned as intended after the tss and fse troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es archive has not run stations are bloating and controlled purge was monitoring every 4 hours. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.